Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that she was experiencing an issue with her one touch ultrasmart meter reverting to the set up mode when attempting to test her glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on the morning of (B)(6) 2011. She stated that she manages her diabetes with pills, diet and exercise and due to the alleged issue did not make any changes to her regular treatment. The patient claimed 2 and one half day later, after the alleged issue started, she felt 'shaky'. She denied receiving any form of medical treatment due to the symptom. During the initial call with customer service, the agent noted that there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.